Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angioseal deployed and failed. An image of the groin was taken to ensure that the access site was appropriate for angioseal. The patient is stable. The procedure outcome was not affected. The patient is stable. Additional information was received on (B)(6) 2018. There was no difficulty during deployment. It was reported that the angioseal initially seemed to work after deployment, and then the patient started bleeding. The procedures was for a diagnostic heart cath. Manual pressure was performed and blood loss was negligible. The procedure outcome was not affected in any way.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The device history record was reviewed to ensure that each manufacturing and inspection operations was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures.